Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging unknown inaccurate results when compared to another meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips were also tested and the primary complaint was not confirmed, however a secondary issue was noted in that the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up # 1 07/22/2014, the initial report indicated that the results were not reporter. The results were provided as follows: the subject meter read "11.8 mmol/l" and the other meter (synteck) read "8.1 mmol/l" performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs criteria for accuracy.